Event description:
It was reported that the patient underwent a pelvic floor prolapse procedure in 2006. Since then, the patient has had repeat surgeries for infections, inflammation, mesh migration, and erosion into the vagina and other organs. The patient is now having problems with mesh in the buttock area. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.